Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Additionally, the automatic baseline reset of the tactisys was unable to function due to the value of the deformable body thermocouple (tc2) reading under 32°c. The cause of tc2 reading under 32°c during the procedure remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event.

Event description:
During an atrial fibrillation procedure, when ablating a spot closer to the posterior wall of the right inferior pulmonary vein, the impedance value increased to nearly 120 ohms in about 30 seconds after the rf delivery started while the value was 110 ohms before the rf delivery. The rf energy was delivered for 40 seconds, and a blood clot was found to be attached on the catheter when removed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported catheter.